Event description:
After the rn was finished suctioning the patient, the ventilator alarm screen said "patient disconnected" however, the connections were intact. The ventilator was replaced.====================== manufacturer response for ventilator, engstrom carestation======================product investigation and evaluation.